Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that on (B)(6) 2018 adaptive stimulation (as) was enabled and 2 positions were not programmed. The rep indicated that the stimulation was not shutting off. Rather, the amplitude was dropping to 0.0 because some positions were not programmed. Additionally, their battery was placed laterally against their rib cage. Due to this placement, it makes their angles more challenging for the battery to detect because the battery is not in the traditional posterior placement. The rep spoke with technical services about this. The patient reported that it continued to periodically shut off which was really the amplitude dropping between (B)(6) 2018 and (B)(6). The stimulation is not shutting off by itself. The patient has not reported a continued issue since they saw the patient at 10:30am on (B)(6) 2018. They assigned an amplitude to all positions. This information was confirmed with the physician who met with the patient at the healthcare professional¿s (hcp) office on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that on (B)(6) 2018, the patient met with a manufacturer representative (rep) to program their new ins. After the patient left the clinic the ins started shutting itself off so stimulation was turning off. The patient had an appointment scheduled for (B)(6) 2018, and a rep was contacted to inform them the patient was requesting a rep meet them at the appointment. No further complications were reported or anticipated.